Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted a broken cable on the large suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it was not damaged. The cable segment stuck out at wrist. Other cables at wrist were not damaged. Additional observations not reported by the site were derailed grip cable and pulley damage. The derailed grip cable was found at the distal idler pulley. The grips could be open and close, but their movement could not be precise. The cable derailment was likely due to cable losing contact with the pulley during the wrist articulation. Fleet angle between proximal and distal pulleys may contribute to derailment. The distal pulley also exhibited some scratch marks on the surface most likely due to the cable. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.